Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of ¿no cartridge detected¿ warnings. The pump performed the rewind, load cartridge and prime steps successfully with no unconfirmed alarms. The force sensor calibrated within specifications. A full cartridge was successfully loaded into the pump. The pump was opened and no damage was found to the force sensor circuit.